Manufacturer narrative:
A follow up was performed with the key market representative, and the responder clarified that the part that was replaced was the v60 gas delivery system (gds).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low air leakage alarm. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. The customer reported that the device was evaluated, and the air oxygen module was replaced to resolve the issue. The device returned to normal use.